Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient received an alert on her phone and the cgm was 70 mg/dl. She went to get a coke in the garage and while walking, she passed out. Her daughter and husband came to check on her and her finger stick was 31 mg/dl while the cgm was 59 mg/dl. The daughter provided the patient baqsimi spray in her nose and glucagon. It was reported that during the patient's fall, she hit the back of her head on the ground but was not taken to the hospital. After treatment, the patient was in normal condition. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.